Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was informed that during the aquablation treatment, the aquabeam robotic system encountered an "e22 - motorpack error" during jet alignment. The issue was initially resolved, but reoccurred during the first treatment pass and could not be rectified. Subsequently, a second aquabeam handpiece was utilized, leading to the successful completion of the procedure. The incident resulted in a surgical delay over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.3. Device evaluation: the aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. No signs of damage or physical defects were observed during visual inspection. Functional testing confirmed that the handpiece started leaking during the priming. Upon further inspection, the issue was isolated to a defect of a component inside the pump cartridge. The root cause was deemed to be the supplier, as the pump cartridge is a supplier-procured part. The issue is being addressed through procept's quality system. A review of the device history record (DHR) for the ab2000/serial number (B)(6) and aquabeam handpiece/ lot number 23c11054 was conducted, which confirmed that there was one (1) non-conformanceissued to this lot during the manufacturing process that could potentially be related to the reported failure. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.